Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. After removing the impella cp, the guidewire did not pass through the sheath. When an angiography was performed from the opposite side, there was no blood flow in the external iliac artery of the right foot, and a thrombus was suspected. A procedure was performed to remove the thrombus. Blood flow improved and lower limb blood flow was no longer a problem. Additionally, the nurse reported placement signal issues, the resolution for this issue is unknown. No further information provided.

Manufacturer narrative:
The investigation for the reported thrombus, optical signal and limb ischemia issues has been completed. The product was returned. Per the results of the clinical review and investigation: pump and data was returned and inspected in the bhl. The pump passed the light test. When plugged into the aic, there was a placement signal. The red handle was cut open and the motor cables looked twisted. There was no laser leak in the red handle. The device logs show an unusual placement signal that jumped around during the initial few minutes of the case. The placement signal was then accurate for the rest of the case. The logs display a "placement signal low" alarm which occurs when aortic diastolic signal is low and indicates to check pump positioning and assess cardiac function. The logs show low pulsatility indicating poor patient condition. The pump possibly moved when it was turned on and slightly shifted its position. The patient's condition and the positioning of the pump most likely contributed to the placement signal issue. The limb ischemia most likely occurred due to the reported blood clot and low act values in the patient. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.